Event description:
It was reported by the rep that (1) atw45 was used during a radical hysterectomy procedure. It was reported that when the surgeon fired the device the first time it was fine. On the second firing, while going across the ovarian vessels, the gun misfired pushing out zero staples. A large cracking sound was heard. The handle seemed to be broken. The case was completed with another device and with no pt consequence.